Event description:
It was reported that the patient presented to the hospital for a scheduled device exchange procedure. Interrogation of the pulse generator noted that the right ventricular (rv) lead exhibited high capture threshold, increased r-wave sensing value and had low pacing impedance. The lead was capped and replaced on (B)(6) 2026. The patient had no adverse consequences.